Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report and no third-party assistance was required. Technical support provided instructions to reset pump, assisted with reset, confirmed malfunction did not recur, and advised customer to continue using pump with no further actions reported.